Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown product type software product ID hh9020tdd lot# serial # (B)(6); product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that it was taking 9 minutes for the handheld to connect to the pump to deliver a bolus. Patient stated that they were told by the pain clinic people to clear out the cache but that did not resolve the issue. Agent reviewed information and walked patient through clearing the data on the handset. Patient was then able to connect to the pump without the issue. When asked event date - patient stated about 3 months, then stated that when they first got the pump, connecting took 1-2 minutes and then they had been telling the people at the pain clinic for the last 6 months about the issue and had reported it to them the last 3 times. Patient stated a lot of patients were having this problem. Patient would monitor the lag issue and call back if further assistance was needed.